Event description:
Boston scientific received information that the patient with implantable cardioverter defibrillator (ICD) experienced six seconds of asystole during a non-device related procedure. It was reported that the tachycardia therapy had been programmed off and the asystole was exhibited during electrocautery. The device was subsequently, programmed to electrocautery protection mode; however the patient continued to experience asystole with electrocautery use. Disk analysis was submitted and it was determined that the device was not successfully placed in electrocautery mode while cautery was being used. Disk analysis confirmed that the device was functioning appropriately. No adverse patient effects were reported. This product remains in-service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.